Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging issues, the patient had an unrelated surgery and was never able to regain charge after that surgery regardless of exhausted charging efforts. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.